Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, the surgeon's response was received and indicated that the device is not available for return as it was discarded by the hospital. It also indicated that the device was explanted due to prosthetic valve endocarditis caused by a bacterial infection (micrococcus). The source and strain are unknown. The operative report was requested but not provided. No other information is available. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the bacterial infection was caused by a non-specific strain of micrococcus. Without further information from the health care provide, a more conclusive root cause for the explant of this device cannot be determined.

Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6) 2011, a response was received from the surgeon indicating the valve was explanted due to prosthetic valve endocarditis. The source was not provided but the type of infection was indicated to be bacterial micrococcus. The specific strain was not provided. No other information is available.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a valve was explanted after an implant duration of 8 months 18 days (8.60 months) due to unknown reasons.